Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker was found to be in backup vvi mode. Programming changes were made to resolve the issue and the patient was in stable condition.